Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt's mother reported that the pump emitted an alarm that could not be cleared and insulin pump therapy was discontinued. There is no indication that insulin was administered using an alternate method. Following the hospitalization a new battery was inserted and the pump was found no power up properly. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed.